Manufacturer narrative:
UDI number: (B)(4). No additional information is available. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The causes of the valve in valves could not be determined with the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and nay excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported from implant patient registry (ipr), per call received from a patient in which she stated a non-edwards valve will be implanted in a s3 valve. The reason for the viv procedure is unknown at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.